Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient experienced an asystolic pause. It was noted that the right ventricular (rv) lead exhibited high thresholds. The lead was initially reprogrammed and was later revised. It was further reported that the asystolic pause was the result of the device capture management program. The atrial capture management was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.